Event description:
It was reported to boston scientific corporation in 2008 that a prolieve thermodilatation kit was used during a prolieve procedure (male patient; age and weight unknown). According to the complainant, during the procedure, the dilation balloon sprung a leak. The procedure was completed with another prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Balloon leak(s). Visual examination of the returned device revealed no issues. Functional evaluation found that distal bond separated 360 around and water began leaking from the gap in the anchor balloon upon filling the compression balloon. The complaint was confirmed, a tip bond failure occurred, which allowed water to flow from the compression balloon lumen into the anchoring balloon. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.